Event description:
A caller reported an issue with a cgm showing error 42. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After resetting, the pump did not display the error again, and the caller successfully started a new sensor session.